Event description:
The customer reported that the unit failed to deliver the selected energy.

Manufacturer narrative:
The factory has not yet received the device for evaluation and this complaint is still under investigation.